Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of multiple no external power alarms and a backup battery fault alarm were confirmed via the provided log file. The log file captured a few no external power alarms on (B)(6) 2026 that appeared to have been caused by both power cables becoming disconnected from external power. Following those alarms, both power cables were observed to have been connected to an external power source around 7:56:04 on (B)(6) 2026; however, the relative state of charge (rsoc) within the white power cable remained below the alarm threshold despite being connected to power, resulting in a power cable disconnect alarm. Then, another no external power alarm was observed on (B)(6) 2026 at 7:57:14 when the black power cable was disconnected while the rsoc within the white cable remained below the alarm threshold, resulting in the no external power alarm. The cause of this alarm was unable to be conclusively determined from the log file, and this alarm remained active for approximately 2 hours. A backup battery fault alarm was captured during this time when the power within the white cable briefly fluctuated for under one second; this alarm appeared to have been caused by the backup battery being unable to properly charge and resolved within a few seconds. The backup battery operated the pump as intended during each no external power event. The patient¿s pump was observed to have stopped on (B)(6) 2026 at 10:02:09, indicating that the backup battery had fully depleted at this time. The controller fully shut down a few seconds later following the total loss of external power. When the controller was powered on again, its clock had reset to the default timestamp of (B)(6) 2000. The patient¿s driveline was connected to the pump at this time and ramped up to the intended speed within a few seconds. Several hours later, the patient¿s driveline was observed to have been disconnected from the controller, consistent with the reported ventricular assist device (vad) discontinuation. The system controller (serial number (B)(6) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the observed no external power alarm on (B)(6) 2026 at 7:57:14 was unable to be conclusively determined. The root cause of the other no external power alarms captured on (B)(6) 2026 appeared to have been user error in disconnecting both power cables from external power. The root cause of the observed backup battery fault alarm appeared to have related to the backup battery being unable to properly charge during a no external power alarm. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with low voltage, power cable disconnect, backup battery fault, and no external power conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was alone with a neurologic event, ventricular assist device (vad) disconnections, pump stops and restarts, and eventual comfort care/vad discontinuation. Log files contained 3 loss of external power events starting at 7:51am on 23mar2026. These events appeared to have been a result of a simultaneous system controller lead disconnect from the mobile power unit (mpu). The system controller did switch appropriately to the emergency backup battery (ebb) when external power was lost. The third and final loss of external power event occurred at 7:57am on (B)(6) 2026. It was noted that there were 3 transient unsustained ebb circuit faults that were also seen during this final loss of external power event. These faults appeared to self-resolve. At about 10:02am on (B)(6) 2026, the pump/system controller appeared to shutdown following the depletion of the ebb. After an unknown amount of time, the system controller appeared to have been powered back and reconnected to the pump with controller clock corrupt alarms active. The pump did appear to resume the programmed set speed during this time frame. After about 14 hours of additional support, the pump appeared to have been disconnect form the controller. There were no unusual rotor faults, pump temperature, or any abnormal pump faults were seen in the log.